Event description:
The arthroscope was picked up by sales rep. At that time the facility informed him that in 2002 a patient acquired an infection. The facility indicated that they could not determine whether the infection was attributed to the scope or other sources.